Event description:
Patient was revised to address osteolysis and poly wear. The tibial tray and femoral component were also found to be loose at the cement/implant interface. The manufacturer of the cement used at the time of original implantation is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of supplied medical records confirmed the reported osteolysis, femoral component loosening and tibial component loosening. The investigation could not draw any conclusions about the root cause of the device loosening or osteolysis with the provided information. The investigation could not draw any conclusions about the reported polyethylene wear without the device to examine; the patient suffered from obesity coupled with the length of time between date of insertion and date of revision it would not be unexpected to observe some poly wear. No evidence as found suggesting product error was contributing factor. Based on the inability to identify product error as a contributing factor or determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.